Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While under support, the tb was not locked, so the device was pulled when the patient was transferred from the catheterization lab to the ICU bed. The device triggered both suction alarms and 'impella in the ventricle' warnings. Echocardiographic imaging indicated that the pigtail was situated within the mitral structures. Repositioning was not a possibility. Additional information noted care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filled. This report is being filed as part of a retrospective review of historical records.